Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced near syncope. It was further reported that the implantable pulse generator (ipg) had inhibition of pacing and was thought to have a header issue. The device was explanted and replaced. The right ventricular (rv) lead was also reported to be exhibiting oversensing of atrial events. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.